Event description:
It was reported to Philips that the system's footswitch was unable to trigger x-rays. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.